Event description:
It was reported that out of range issues occurred between the transmitter and pump. Additionally, it was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. It was also reported that unspecified alarms occurred. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.